Manufacturer narrative:
Device evaluation: the v60 vent was received at the international service center for evaluation. The service technician tested the unit and confirmed occurrence of check vent backup alarm failed. Resolution and disposition: cpu (central processing unit) board was replaced to address the check vent alarm.

Event description:
The international customer reported the v60 unit displayed occurrence of ¿check vent¿ and an alarm sounded. Unit operated properly but was replaced with second unit. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Cpu board arrived to the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any signs of damage or contamination. The cpu board was installed in a test ventilator in an attempt to duplicate the reported problem. The test ventilator generated and displayed the reported 'backup alarm failed'. Cpu board was removed from the test vent to further evaluate the board. During debugging found cpu board ls1 buzzer lead 2 at 0 volts and should be at 10 volts when activated. Ls1 buzzer was replaced on the cpu board. The cpu board was re-installed in the test ventilator. This time the test vent powered up and delivered breaths with no errors or faults generated. The root cause for the customer's unit alarming 'backup alarm failed' was due to cold solders on 270k ohms +/-5% resistor leads found in the cpu board.